Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the top of the housing was melted, the transducer damaged and the coilform corroded. Recommend replacing transducer, coilform, circlip, housing and o-rings. Root cause - there was failure of the transducer and coilform components. No corrective action is required as the risk is acceptable.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that the housing was heating on the cusa excel 36khz straight handpiece (c2602). Additionally, the q-power was high, r-power low and there was damage. No information has been provided on patient involvement, injury, or surgical delay.